Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hospital does a 2 stage dbs. Stage 1 is implant of electrodes only and in this stage, they check the impedance of each electrode. 75% of the time, they get an impedance issue and rerun the test, which can then result in a different reading, red, amber, different contact points the problem, etc. In addition, they always seem to fail the connectivity test too. The surgeon thinks the system is too sensitive to air pockets. It was reviewed that it was possible that all, or most of the contacts, showed high impedances (red/orange) directly after lead implant. If obvious reasons are excluded (integrity issue, connection issue) and it is a new lead, the high impedances could be caused by a sort of protein sediment of the brain that will cover the lead after inserting it. Stimulation of the contacts, will cause the sediment on the lead to "burn away", and result in decreased impedances. In general, they can also see relatively higher impedances on the contacts that are not used for stimulation due to this reason. The rep a dded that by the stage 2 procedure, they would have normal impedances and only once have they had to remove a lead, which the surgeon went with a different manufacturer's lead.